Event description:
It was reported that a symptomatic patient presented in the emergency room with the implantable cardioverter device exhibiting back up vvi mode. The patient stated that he was shocked several times. It was unclear whether these therapies were appropriate because the patient was having several other health issues as well. The patient was intubated at the time of the interrogation. A device software download was performed successfully. The device resumed proper functions. The patient was stabilized throughout device interrogation and was under hospital supervision the entire time. On (B)(6), it was reported the patient is still under hospitalization and on life support. The patient is also reported to have low blood pressure. The patient has a history of slow vt. On (B)(6), the patient was extubated, awake and stable.